Manufacturer narrative:
(B)(4) ; as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a software update was successfully completed on this subcutaneous implantable cardioverter defibrillator (s-ICD), however difficulty was experienced interrogating the device post update. A magnet reset was performed and the device was successfully interrogated. No adverse patient effects were reported.